Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that real time electrograms revealed the implantable cardioverter defibrillator exhibited far field r wave oversensing on the atrial channel resulting in inappropriate mode switch episodes. The device was reprogrammed resolving the issue. The patient was asymptomatic to the event.